Event description:
A bayer rep in netherlands reported that one of their customers had rec'd five boxes of pt-one lot 308020107 and the inr conversion table package insert in 3 of the 5 boxes was for pt 1.6 cards instead of pt-one cards.